Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 to provide the sample evaluation results. The sheath and dilator were returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. Evaluation of the retention samples from the reported part/lot # combination as well as the surrounding lots was also conducted. There were no visual anomalies noted during a visual evaluation. Leakage testing revealed leakage in one retention sample. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The customer reported a similar event for another device with the same product code and lot number combination. See MDR number 118880-2015-00126 for details.based on the investigation, the retention sample failing the leak test, supports the claim the complaint sample leaked. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated.all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the device was leaking very quickly; blood loss was 200cc; and there were no patient injuries.